Event description:
Customer reporting what they feel is a false positive sars result. Customer states the result was negative by another manufacturer rapid antigen test. No confirmation testing was performed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot root cause: unable to determine. Source: phone.